Event description:
It was reported that the pt never had therapeutic effect. For the past 3-4 days the right stimulator was not working. The pt was currently at the nursing home. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).